Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-17. The rep stated that the cause was not determined. The patient is charging normally. They place the antenna over their implantable neurostimulator (ins) and go to sleep. The log shows 4-5 hours and ended at 100%. It was noted that the patient got a new managing physician 1-2 months ago. There were no patient symptoms reported and no complications reported.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was charging on an erratic interval, but the patient felt like they had to charge more frequently over the past 6 months. The patient had group a which they were using 100% of the time between (B)(6) 2016 and (B)(6) 2017, according to the 8840. The caller provided the following recharging data from the 8840: (B)(6): duration: 5.2 hours, percentage charge at end of session: 100; (B)(6): duration: 4 hours, hours percentage charge at end of session: 100; (B)(6): duration: 4.7 hours, hours percentage charge at end of session: 100; (B)(6): duration: 5 hours, hours percentage charge at end of session: 100. The caller also provided the following settings for a single program in ¿group¿ which she initially stated was the only program in the group that the patient used: ¿a3 450 40hz 3.8 therapy imp: 359ohms.¿ the patient later noted that sometimes they increased the amplitude on the other 3 programs in group a. The other 3 programs which the patient sometimes used were all programmed with 240 microseconds, 40 hertz, and approximately 4 volts. Technical services ran several recharge interval calculations and reviewed the implications of changing the settings on the battery depletion rate. The caller was going to recommend to the patient that they charge more often and for shorter durations. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.